Manufacturer narrative:
Third party service agent evaluated the customer device and was not able to verify or duplicate the reported issue. Proper device operation was subsequently observed through functional and performance testing. The device was then returned to the customer for use.

Event description:
A customer contacted stryker to report that their device would not power on. There was no reports of patient use associated with the reported event.

Manufacturer narrative:
Third party service agent evaluated the customer device and was not able to verify or duplicate the reported issue. Proper device operation was subsequently observed through functional and performance testing. The device was then returned to the customer for use.

Event description:
A customer contacted stryker to report that their device would not power on. There was no reports of patient use associated with the reported event.

Manufacturer narrative:
A proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device would not power on. There was no reports of patient use associated with the reported event.